Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. Ballooning of the tubing was observed between the 82cm and 83cm depth markers. Attempt was made to flush water through the sample, using a 35ml enfit syringe attached to the central port. The balloon area expanded, and the water did not flow out of the distal end. The tubing was pinched with fingers to try to feel an occlusion. The tubing was cut between the 36cm and 37cm depth markers. Complete occlusion was observed, in the form of a lumpy, white substance. The root cause has been determined to be use error. All information reasonably known as of 13 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a patient had a cortrak feeding tube in, and it was no longer working/clogged so they switched it out for a new one. When they pulled the tube they noticed a bubble in the tube.